Event description:
It was reported by the distributor that the product was found to be nonconforming. Their inspection team found debris in the sterile package. There was no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. The reported event is confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s) and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.